Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis and high blood glucose level. She tried to self-treat with an insulin drip and took correction boluses. The patient's highest blood glucose level was reported to be 600 mg/dl. On (B)(6) 2019, she was admitted to the hospital for diabetic ketoacidosis, where the doctor felt that the site was compromised (kinked cannula) upon admission. The patient also agreed with the doctor regarding kinked cannula possibly being the cause of high blood glucose level. During hospitalization, her supplies were changed, and she received insulin drip as corrective treatment, which resolved the issue. The infusion had been in use for less than three days. Reportedly, her sensor had fallen off during a soccer game and she did not put on a new one. This was the reason why she did not receive any high blood glucose level alerts. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.